Manufacturer narrative:
The customer performed multiple troubleshooting procedures including part replacement, however the issues remained, and service was dispatched. Service inspected the module and determined the ict to ict pre amp cable (c-35016756-02) the likely cause of the discrepant results. The part was replaced, and the issue was resolved. No additional result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity c processing module, serial number (B)(6) or the ict to ict pre amp cable (c-35016756-02) was identified.

Event description:
The customer observed falsely elevated sodium results for one patient. The results were not reported out. The sample was repeated on another instrument with lower results. The following data was provided: initial results processed on alinity c serial number (B)(6) = 188 and 189 meq/l repeated on (B)(6) = 135 meq/l. Reference range = 133-146 meq/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results for one patient. The results were not reported out. The sample was repeated on another instrument with lower results. The following data was provided: initial results processed on alinity c serial number (B)(6) = 188 and 189 meq/l repeated on (B)(6) = 135 meq/l. Reference range = 133-146 meq/l no impact to patient management was reported.